Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after receiving inappropriate shocks. Device interrogation revealed rv lead dislodgement and oversensing. A chest x-ray confirmed dislodgement. ICD therapies were programmed off to prevent further inappropriate therapy. The lead was explanted and replaced.